Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed for a failed battery test due to a corroded battery cap contact. A damaged battery cap coin slot was noted.

Event description:
Customer reported that battery died and he was unable to remove the battery cap. Customer may have damaged the cap trying to remove it. The blood glucose reading was 298 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.